Manufacturer narrative:
The insulin pump had compromised force sensor system alarm during prime test at 4 lbs due to faulty force sensor resistor.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 137 mg/dl at the time of incident. The customer stated that the insulin was squirting out during manual prime process. The customer stated that the insulin pump was not dropped or bumped prior to the compromised force sensor system alarm. The customer stated that the drive support cap appeared normal. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.